Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a samsung galaxy s24 phone with android operating system version 16. The high glucose alarm did not sound and the customer was not alerted of changes in their glucose levels. The customer experienced symptoms described as a loss of consciousness, sepsis, cerebral edema and was unable to self-treat due to their symptoms. The customer had contact with a healthcare professional (hcp) who diagnosed the customer with hyperglycemia and provided the customer with 5 unspecified antibiotics, manitol, steroids for comorbidities, and diuretics to lower their blood glucose levels via an intravenous drip for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced missing high glucose alarms with freestyle librelink application. Per the compatibility guide, use of the samsung galaxy s24 with android operating system 16 application version 2.13.0.11566 is incompatible with the freestyle librelink application. This guide is available to the user on the websites where the product is launched. As the compatibility guide is provided to the customer and the incompatible configurations were used, therefore this complaint is not confirmed to use. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink android application as this report concerns a poland customer. This is same/similar to us freestyle libre 2 android application, model number 71857-01. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.